Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the transcatheter myocardial ablation procedure to treat paroxysmal atrial fibrillation in the left atrium, faradrive steerable sheath clear, was selected for use. It has been mentioned that air contamination was noted when the farawave catheter was inserted and backflow confirmation was performed. The air was coming out from the flush port of the sheath during aspiration. The procedure was completed successfully by using a different device, same model. No patient complications have been reported. The product is not expected to be returned as it was discarded in facility.